Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in intensive care unit (ICU), while attempting to program via interoperability, the pump infusing norepinephrine at 0.02mcg/kg/min received message "order and pump didn't match". The medication was titratable and original order was 4mg 5 percent dextrose 250ml, dosing weight 36.9 kg. The ICU nurse had manually programmed the medication with the weight of 38.9kg on pump. However the correct dosing weight being 36.9kg and pump weight of 38.9kg created the "order and pump didn't match" message in epic. The clinician adjusted to the correct weight and education was provided by bd representative on site. There was patient involvement but no harm.